Event description:
The hosp reported that during a coronary artery bypass procedure, the logo popped off and fell on the floor while the surgeon tightened the stabilizer. They picked up the logo to later return with the device. The procedure was completed using the same device. No pt effects were reported by the hosp.

Manufacturer narrative:
Investigation results: the visual inspection showed that the plunger housing cap (logo) detached from the device (not returned) and was broken in two pieces. Residual adhesive was present on the inside plunger housing cap. The two molded pins on the plunger housing cap were sheared off and did not form a compete assembly. The fracture marks on the sheared off pins indicate that the cap was lifted away from the hourglass housing assembly. Examination of the u-shaped section (stop plate) on the cable cutout slot found abrasive marks present from the cable contact. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).